Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter were being worn on opposite sides of the body. The customer moved the pump to the same side of the body as the transmitter and started a new continuous glucose monitor (cgm) session on the pump. The customer indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the reported issue.